Event description:
Customer reports there were multiple meter to lab comparisons on either inform system 1 or inform system 2. It is unknown which system produced which results. Lab 56 mg/dl, meter 79 mg.dl; lab 29 mg/dl, meter 39 mg/dl lab 65 mg/dl, meter 87 mg/dl; lab 36 mg/dl, meter 49 mg/dl lab 34 mg/dl, meter 48 mg/dl; lab 45 mg/dl, meter 61 mg/dl lab 52 mg/dl, meter 71 mg/dl; lab 56 mg/dl, meter 79 mg/dl lab 21 mgdl, meter 39 mg/dl; lab 58 mg/dl, meter 83 mg/dl lab 44 mg/dl, meter 64 mg/dl, lab 36 mg/dl, meter 53 mg/dl lab 64 mg/dl, meter 85 mg/dl; lab 65 mg/dl, meter 85 mg/dl no actions taken based on device results. No adverse event reported. Controls were run and in range. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system2. Reference medwatch report for the suspect device used in system 1.